Event description:
A surgeon reports a pt had uneventful cataract surgery in 2004. The desired postoperative refraction was achieved despite the pt having a shorter eye than average. About two months following surgery, the pt complained of blurred vision. The surgeon observed capsular phimosis. An anterior yag capsulotomy was performed and the lens was repositioned after seeing that one of the haptics was bent on the optic in the bag. Additional information has been requested.